Event description:
A report was received from the affiliate indicating that the hospital found a white substance on 10 plastic cases after sterilization in the sterrad unit. Following sterilization some portions of the plastic case changed their shapes. The cases were wiped with ethanol cotton (manufactured by (B)(4)) and re-sterilized using the sterrad or eog gas. The affiliate also indicated that following sterilization when the sealsure was removed from the plastic cases, the section where the sealsure was adhered to, was sticky. The sticky residue was wiped off using an orange solvent (manufactured by (B)(4)). The facility did not indicate having any problems with the sealsure, nor are there samples for eval.

Manufacturer narrative:
(B)(4). Damage to customer device. The amount of visible substance depended on the number of cycles for each plastic case. It seemed that the cases they used had less substances compared to the ones they used often. The plastic cases involved are used to store reamers (dental devices used to perform root canals) at the hospital. The manufacturer of the cases is unk. The affiliate reported the consistency of the white substance as unk; however, an analysis conducted by the affiliate indicated the white substance is a polymer. Photographs of the substance on the plastic cases have been submitted to asp and substance samples will be sent to asp for eval. Per the sterrad 100s user's guide: know that you can process: before processing any item in the sterrad 100s sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufactures' instructions for their products. The foldout chart in the guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the material in your devices, contact the medical device manufacturer of your asp customer representative for more info.